Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was stated that the valves malfunctioned. After inserting device/needle into patient, retracting the needle, and removing retracted needle from the hub of the inserted catheter. The one-way valve failed, causing unexpected bleeding out of the hub if the clinician did not perform manual tamponade of the vein. Manual tamponade of vein required to stop bleeding, although this is standard practice when using IV catheters that do not have one-way valves at the hub. There was a patient involvement and there was no patient harm.